Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 20587919 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 5059305 UDI: (4).

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) explant procedure for unknown reason. Additional information was received that patient was not able to get enough pain relief. It was noted that patients spinal cord stimulator (scs) were all explanted and the explanted device will not be return due to facility policy.